Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, blood glucose level displayed "high". Customer administered correction injection to resolve elevated glucose and reverted to an alternate form of insulin therapy.